Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had air/water leakage. Upon inspection of the customer¿s returned device it was observed, the image guide snake (coil) pipe coat was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to a pinhole on the bending section cover (a-rubber), water tightness was lost, the universal cord has a scratch, due to wear of the angle wire, bending angle in up direction did not meet the standard value, and the connecting tube had a dent and had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue was caused by stress of repeated use, external factors, or handling of the device. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.